Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent lysis of adhesions and removal surgery on (B)(6) 2014 during which the surgeon noted ¿dense adhesions to the anterior abdominal wall and the mesh. He noted a small bowel obstruction due to the adhesions relating to the mesh.¿ it was reported that the patient underwent re-exploration of the laparotomy on (B)(6) 2014 with primary repair of serosal tear and secondary closure of the abdominal wall. It was reported that the patient experienced severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.